Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the drive support cap was sticking out. The customer¿s blood glucose level was 337 mg/dl at the time of incident. The customer did not received any alarms or alert on insulin pump. There was a weak battery alarm and reservoir smells like insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection. The customer report did allege under delivery on insulin pump because syringe bring her blood glucose down but insulin pump did not bring down blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined to performed high pressure test. The insulin pump passed displacement test. The customer was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected low battery alarm, prime/fill anomaly noted during testing. No insulin smell/moisture damage on reservoir tube, motor, vibrator, battery tube or electronic assembly during visual inspection.